Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However, the product's device history records (DHR) of current inventory were reviewed and no nonconformity was found. Samples of finished goods were pulled out from retained samples of the current lot number for re-inspection and no abnormality was found. The presence of adhesive was verified and the product was tested on the human skin following the instruction mentioned on product's dfu. During our test on (B)(6) 2019 the product was able to hold and withstand 7.6 ounces weight pull force with no issue. Individual tabs from retain samples have been also inspected and the condition of hydrocolloid adhesive and its ability of sticking to skin were verified. No issue was found with the product or the tabs' adhesive. Per complaints ratio, this was a rare incident and we were not able to reproduce the issue with retained samples. Product functioned as expected. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Customer had issues with the separation of neobar from patient's face.